Event description:
During a fusion procedure, a peek interbody device broke in half during attempted implantation. Both the inserter being used to implant the peek interbody device and the peek interbody device experienced significant force applied by the user during implantation. Upon removal of the broken peek interbody device, the two halves broke into several smaller pieces. The user removed all pieces of peek, resulting in a two hr extension of surgery. The surgery was completed successfully using a different peek interbody device.

Manufacturer narrative:
Method: no testing methods performed (related device was broken during use). Results: no results available since no eval performed (related device was broken during use). Conclusion: user error caused or contributed to event. Lanx labeling contains adequate instructions related to proper implant sizing and selection.